Event description:
Respiratory therapist, reported a staff member obtained a resuscitator for use during a code. The resuscitator was observed to have a broken elbow. Another resuscitator was obtained and pt was resuscitated. No reported harm to pt.